Manufacturer narrative:
Investigation: based on the review of the device history and sterilization records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirements.

Event description:
Allegedly plaintiff also experienced recurrence, sinus tract, debridement, fibrous tissue and adhesions.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Allegedly plaintiff was implanted with c-qur mesh. Several months following implant plaintiff allegedly experienced abdominal pain and chronic drainage form the periumbilical area. Plaintiff allegedly underwent surgery for wound exploration and removal of the chronically infected ventral abdominal wall mesh. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.